Event description:
Journal reference: faucheron jl, bost r, duffournet v, dupuy s, cardin n, bonaz b. Sacral neuromodulation in the treatment of severe anal incontinence. Forty consecutive cases treated in one institution. Gastroenterol clin biol. May 2006;30(5):669-672. Sacral neuromodulation is a recognized therapeutic option in severe anal incontinence from neurogenic origins, when medical treatment has failed. Twenty nine patients had a positive test and were implanted. Reportable event: one patient experienced pain at the ipg site, the location of the stimulator was changed. See mfg report # 2182207200807948.